Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became so cloudy that they could not see clearly within the tunnel. Attempts to clear the cloudiness failed. When the scope was examined, it was a complete white out. Cleaning and sterilization was performed according to the instructions for use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The endoscope device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. There were no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image could not be obtained. The image appeared blurred, and slightly oily. Based on the results of the evaluation, the reported failure "poor quality image" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became so cloudy that they could not see clearly within the tunnel. Attempts to clear the cloudiness failed. When the scope was examined, it was a complete white out. Cleaning and sterilization was performed according to the instructions for use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.